Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right tube open sip essure, coil out of place') and pelvic pain ('pelvic pain, lower pelvic pain') in an adult female patient who had essure (batch no. B71766) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, candidiasis and abdominal adhesions. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), right tube open sip essure, coil out of place" were added. Reporter information an medical history were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right tube open sip essure, coil out of place/ migration of essure device location of device: uterus') and pelvic pain ('pelvic pain, lower pelvic pain') in an adult female patient who had essure (batch no. B71766) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, candidiasis, abdominal adhesions, amenorrhea, positive pregnancy test, breast tenderness, nausea, depression and missed abortion. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ abnormal bleeding (general)") and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, abdominal pain and back pain outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: 1. Occlusion of left fallopian tube with normal position of essure microinsert 2. Malposition of right essure microinsert with continued patency of right fallopian tube; in (B)(6) 2014: total bilateral occlusio; on (B)(6) 2014: unilateral occlusion (left tube occluded), other (please describe) right tube open - not in place. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 28-apr-2021: fu 6 & 7 processed together. Pif received. No new information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right tube open sip essure, coil out of place') and pelvic pain ('pelvic pain, lower pelvic pain') in an adult female patient who had essure (batch no. B71766) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, candidiasis and abdominal adhesions. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right tube open sip essure, coil out of place/ migration of essure device location of device: uterus') and pelvic pain ('pelvic pain, lower pelvic pain') in an adult female patient who had essure (batch no. B71766) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, candidiasis and abdominal adhesions. Concomitant products included sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/ abnormal bleeding (general)") and dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, abdominal pain and back pain outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain and back pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusio; on (B)(6) 2014: unilateral occlusion (left tube occluded), other (please describe) right tube open - not in place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 19-jan-2021: medical record received. Event device dislocation was updated to device expulsion. Lab data were added. Event outcome were updated to recovered / resolved for: pain, abnormal bleeding, cramping. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dysmennorhea (cramping), pelvic pain, abdominal pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury nos was updated with pelvic pain, dysmennorhea (cramping), abdominal pain, back pain and bleeding. Reporter (consumer) information updated, patient date of birth, age group added. Essure indication updated, lab data, product stop date and reporter causality comment were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.